Event description:
The customer reported an error code 200.5040 on their 8100. They called requesting assistance flashing the firmware. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 200.5040. Technical support-- flashing unit: 1. Verified customer had systems maintenance set up to flash firmware. 2. Walked customer through flashing their 8100. 3. After rebooting, we verified error code cleared. 4. Recommended performing preventative maintenance. 5. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- flashing unit: 1. Verified customer had systems maintenance set up to flash firmware. 2. Walked customer through flashing their 8100. 3. After rebooting, we verified error code cleared. 4. Recommended performing preventative maintenance. 5. Ended call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported an error code 200.5040 on their 8100. No patient involvement.